Event description:
It was reported that a balloon rupture occurred. A 10 mm x2.00 mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10 atm. The procedure was completed with another of same device. No patient complications were reported.